Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that batteries were not lasting more than two days. Customer's blood glucose was not reported. Customer reported that insulin pump received a signal too low alarm, unexpected restart alarm and a motor error alarm. Caller was advised that insulin pump would need to be replaced.